Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism deployed. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would prevent the needle mechanism from deploying as intended. The pod had run for 1363 pulses and was deactivated by the user.

Event description:
It was reported the patient's blood glucose level (bg) rose to 350 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports the pods needle had not deployed upon initial activation. As treatment, the patient applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.